Event description:
During priming of a cardiopulmonary bypass procedure, air bubble detector gave false alarm. No patient injury was reported as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.